Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was slight tissue debris on the distal tip, indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date information is not available at this time.

Event description:
The sales rep reported that during a shoulder procedure the customer's vapr s90 electrode after some use began arcing. The sales rep stated that the surgeon stopped using the device immediately. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated that the generator setting was set at default and neptune was used for suction. The sales rep stated that the device was on for approximately five minutes and was not used continuously. The sales rep stated that the device was not near metal and was not buried in tissue. The sales rep stated that the surgeon has a lot of experience with the device. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.